Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as unidentified (tear) opening and one opening observed on radius assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concerns with the product. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and exchange due to patient's concerns with the product.